Manufacturer narrative:
Device was received with unresponsive all the buttons due to broken keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was 103 mg/dl. The customer had a hard time with the buttons of insulin pump, it was not responding accordingly. Customer stated that numbers were ramping on their own. Customer stated that the scroll bar was moving with no input. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.